Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have (1) bent grip, causing them to be misaligned and clipping tests could not be performed. The offset at the tips was 0.54 mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was too tight and difficult to clamp the clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 06/17/2026: the incident did not occur while loading the clip onto clip applier (outside of patient). It occurred prior to clip application (inside patient) while the surgeon attempted to clamp on a vessel or tissue bundle. The clip never closed while the surgeon attempted to remove the clip or failure of jaws to open/unclamp after closing clip. The surgeon experience issues with the instrument¿s motion related to the clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not unexpected motion of clip applier while attempting to clip. A backup clip applier was used to complete the procedure.